Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a diagnostic stomach endoscopy involving a gastrointestinal videoscope that, while the patient was under sedation and the device was outside the patient, error code 315 was displayed, and no image appeared on the monitor. The procedure was completed using an olympus backup device. No patient harm was reported.